Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged this bed wouldn't engage into brake (brake not holding). Unit was in storage and he is attempting to repair so, it can be put into service.